Manufacturer narrative:
There was no reported allegation against the received ipg. There was no specific complaint against the device¿s performance. The device was analyzed due to the ipg claiming end of life (eol). A longevity calculation was performed and suggested the device had normal battery depletion. The artemis clinicians manual was used to calculate the device longevity by determining the energy factors over the implant period. The estimated longevity would have been range would have been 2.75 up to 5 years +/- .25-year per ¿ (B)(4), when using the as received programmed settings and assuming 1000-ohm program impedances, for device model 3660. The total stimulation on time was 4.98 years, suggesting the device had normal battery depletion at the time of the observation.

Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete event and patient information. Further information was requested but not received.

Event description:
It was reported that the patient's ipg was explanted on an unknown date for an unknown reason.